Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was not able to duplicate the reported issue. During reviewing the device electronic records, the issue was verified. The key log shows two instances of the unit starting on battery 2 and failing to switch to battery 1 which had a lower charge level. At the same time battery 1 information was not presented in the key log indicating the possibility that battery was not fully latched and contacting intermittently. The manufacture date of battery 1 was 11-06-2018 and the age of this battery possibly could also be a contributing cause. The looseness of the mountings could have added impedance to the power circuit and would have been another potential cause of the shutdowns. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.